Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 460 mg/dl at the time of the incident. Customer stated blood glucose when she first noticed complaint were high because pump ran out of battery and turned off so there was no insulin delivery. Advised customer to monitor the insulin pump and call back if issue reoccurs. Product will not be returned for analysis.